Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezf1194 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause appears to be use related. The product returned for evaluation was a 2.7fr s/l broviac chronic catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located 1.5cm distal of the intermediate tubing, and the observed damage which is characteristic of this failure type included: 's' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Reference (B)(4) for further information about this failure type.

Event description:
(B)(6) 2015 - facility alleged a solution leakage. They reported that the broviac catheter was placed via the right internal jugular vein on (B)(6) 2015. The patient had a redness during infusion; therefore the catheter was removed. (B)(6) 2015 - per the report, the returned catheter has an s-shaped split at about 2cm from the distal end.